Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that the tulip of a pedicle screw disassembled from the screw shaft while being repositioned during surgery. It was replaced with an alternative screw to complete the procedure. Thee were no reports of patient impacts associated with this event.

Manufacturer narrative:
The implant was not returned for evaluation, so no results are available and no conclusions can be drawn. A review of the DHR did not reveal any manufacturing related issues which would have contributed to this event